Event description:
The customer reported that the access 2 immunoassay system generated erroneous elevated bhcg results for eighteen patient samples. The erroneous results were not reported out of the laboratory; hence the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Sample collection device and centrifugation data have not been provided. Qc was out of range high before the patient samples were tested. Per service notes: qc had been passing within the customer's established ranges prior to the event date of (B)(6) 2011. System checks performed by the customer passed within instrument specifications on (B)(6) 2011. The customer replaced their on board bhcg reagent pack with a fresh bhcg pack and the customer was able to obtain passing qc results and lower bhcg results for all eighteen patients that were not in question by the customer. Patient results on (B)(4) 2011, a field service engineer (fse) completed a major pm, a passing carryover test. The fse found a loose fitting on the bottle of substrate on board the system. The sample was sent to customer product line support (cpls) or additional testing. Cpls received 1 returned punctured reagent pack. Although the pack had parafilm around it and was tightly packaged the reagent pack appears to have leaked in transit. Although the bhcg reagent pack was suspected as being the root cause of the event during trouble shooting with the customer, a definitive root cause for this event has not been determined as the results from a cpls investigation are still pending.